Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. Insulin pump had a cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reports to have experienced keypad anomaly. Customer states when she attempted to change batteries, she received a button error alarm. Customer also reports physical damage to insulin pump. Customer states there is a crack above display screen. Customer needs insulin pump replaced immediately as she is sitting in urgent care. Customer's blood glucose was 119 mg/dl. Customer hung up and was not able to complete troubleshooting. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.